Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio will replace the therapy connector assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to detect the connection of their defibrillation therapy cable assembly. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to detect the connection of their defibrillation therapy cable assembly. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.